Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device had component damage and unintended activation/motion. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had hose damage, and the housing pin went inside, the cutter could not be inserted, there was an air leak, cord damage, component damage, jammed/seized, the speed could not be controlled /changed, could not insert a cutter, the device had unintended activation/motion, and cable damage. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, cutter lock assessment, safety assessment, and hand control assessment. It was noted in the service order that the fixation pin lodged inside the handpiece and unable to lock the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.